Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that the bioraptor knotless suture anchor broke during implantation. A backup device was available and no additional bone holes were required to be drilled. A short delay of less than 30 minutes was reported, but no patient impact was reported.

Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device will not be returned. Without the return of the device in question a root cause for this incident cannot be determined. No abnormalities were reported with this product during manufacture. Further investigation is not warranted at this time. Evaluation codes updated to indicate that manufacturing review was performed. Corrected UDI: UDI number has not been assigned. (B)(4).